Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device exhibited high thresholds during the implant procedure.

Manufacturer narrative:
Other relevant device(s) are: micra mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Mfg date: 26-mar-2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the operator had difficultly re capturing the device after first deployment and the poor numbers were noted. Twenty minutes post implant procedure of the llipg, the patient experienced low blood pressure. Cardiac perforation and pericardial effusion were observed. Pericardiocentesis was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.